Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump display had "white background, red text, and grey outlines". The customer successfully resolved the issue prior to the report date. Customer's blood glucose level was not impacted.